Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting on left flank and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting on left flank and may have developed paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the left flank sometime in 2014 and (B)(6) 2022 using the cooladvantage elite c150 system applicators, who may have developed paradoxical hyperplasia (ph) after treatment. Corrective liposuction was performed on an unknown date.